Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used venaseal to treat the patients great saphenous vein (gsv). The product was not reprocessed. The lumen was not flushed prior to use. IFU was followed during prep of the device. It is reported that a guidewire was used for insertion of the catheter. Procedure was completed as per IFU without issue. Local anesthesia was used. Gsv was compressed 2cm cranial. The catheter tip was placed 5cm distal to the saphenofemoral junction. Fifteen aliquots were treated, and the vein is reported to have closed. Patient was admitted to hospital 1 day post procedure with symptoms of shortness of breath. A CT scan was carried out which showed what appeared to be malignant lung nodules. Patient developed a symptomatic pulmonary embolism (pe) and had a lower left lobe pulmonary embolism. It is thought this is an asymptomatic malignancy as he had nodules on the lungs suggesting a metastasis. The patient was prescribed eliquis and is feeling better. Patient to be referred to a pulmonologist.